Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. The service history record (shr) review was completed and revealed no findings that could have directly contributed to the current complaint. During evaluation the device experienced a false downstream occlusion alarm. The cause was identified to be failed force sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed downstream occlusion. No additional information.